Manufacturer narrative:
This medwatch is reporting the blood pump. The primary consoles are reported under medwatch MFR report # 2916596-2019-00718 and 2916596-2019-00802. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was a post cardiotomy patient that had required centrally cannulated veno-arterial extracorporeal membrane oxygenation (ECMO) post bypass. The patient was known to be producing clots in various locations. Clots were suspected from within the left atrium and possibly the ventricle. Echocardiography could not be used to confirm. The nurses on duty noticed that the pump flow was dropping but the revolutions were staying at the same level. The perfusionist was called in because clots were suspected in the oxy although the pressures were not rising. The flow then suddenly dropped and pump failure was suspected. The head was switched to the second primary console and once it had gone through its safety checks, the revolutions were set to the required level. The pump could not turn at the revolutions that were set. At this point, the screen went blank on the primary console but the display was still on with regards the monitor. A third primary console was used and the same thing happened. Once the head was removed from the drive motor, the monitor came back on again. The perfsuionsit looked at the pump head and there was a massive jelly-like clot in the whole of the pump head. No additional information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: the centrimag pump used at the time of the reported event was not returned for analysis and no pictures were submitted for the event. As a result, the report of a clot could not be confirmed during the investigation. Per reported information, the "perfusionsit looked at the pump head and there was a massive jelly like clot in the whole of the pump head". The root cause of this issue could not be conclusively determined nor correlated to a device related malfunction. Reports of similar events will continue to be tracked and monitored. The centrimag blood pump IFU (doc. #(B)(4)) warns to monitor carefully for any signs of occlusion throughout the circuit. This document lists thromboembolic phenomena as possible side effects that may be associated with the use of the centrimag blood pump and warns to always have a spare centrimag blood pump, back-up console and equipment available for change out. This document also states it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. No further information was provided. The manufacturer is closing the file on this event.